Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 06-dec-2027, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during valve loading, upon visual inspection, a short diagonal line, and large irregular space were observed slightly above the paddle. When the valve was checked, one of the outflow struts appeared bent and was stored in the capsule. Therefore, a new device was used. During the implant of the new valve, a 65 centimeter non-medtronic sheath was used due to the patient's horizontal orientation of about 70 degrees and steep thoracic curvature, and the tip of the delivery catheter system (dcs) was advanced to the arch. Full release was carried out without any issues. There were no problems with the implant depth, and it was considered a good position at 3 millimeters (mm) on the non-coronary cusp (ncc), and 5 mm on the left coronary cusp (lcc) for a type I bicuspid valve with strong calcification. When the guidewire was pulled to the center to withdraw the nose cone of the dcs, the valve did not move. However, immediately afterwards, fluoroscopy was performed that revealed the valve significantly dislodged. As the nose cone of the dcs had not been withdrawn yet, it was unclear what caused the valve to dislodge. Subsequently, the valve was secured in a good position in the ascending aorta, and a second valve successfully implanted. The procedure was completed without further issues. It was noted that various possibilities were discussed regarding the cause of the dislodgment, such as nose cone interaction or guidewire tension; however, none of these explanations were considered conclusive.